Manufacturer narrative:
Evaluation results: two cadd extension set were returned for investigation in used condition. The samples were visually inspected, at a distance of 12 to 24 inches and under normal conditions of illumination. The visual inspection did not reveal any abnormalities. Following a leak test however, leaks were confirmed at the filter air vents of the two samples. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Manufacturer narrative:
Report source: (B)(6). Related to file number: 3012307300-2019-03402.

Event description:
Information was received indicating that a smiths medical cadd extension set was leaking at the filter. It was reported that the patient woke up due to their clothes being wet. Subsequently the patient contacted a nurse who, after arriving at the patient's home, noticed the set to be leaking at the filter. It was reported that the nurse then changed the set as well as the cassette, restarted the veletri treatment and that following the change the new set was also found to be leaking. It was reported that the patient showed shortness of breath. No additional adverse patient effects were reported.